Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 99% stenosed lesion was located in the calcified and moderately tortuous mid left anterior descending artery. An apex monorail 8mm x 2.00mm balloon was inflated to treat the target lesion and during the first inflation at 12 atms a balloon rupture occurred. The balloon was removed intact and the procedure was completed with a different device. There were no patient complications reported and the patient status listed as 'good'.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device has not been returned for evaluation therefore, the complaint investigation site (cis) could not perform a technical analysis. Received for analysis was the inner packaging pouch. The balloon catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 99% stenosed lesion was located in the calcified and moderately tortuous mid left anterior descending artery. An apex monorail 8mm x 2.00mm balloon was inflated to treat the target lesion and during the first inflation at 12 atms a balloon rupture occurred. The balloon was removed intact and the procedure was completed with a different device. There were no patient complications reported and the patient status listed as 'good'.

Manufacturer narrative:
(B)(4)